Manufacturer narrative:
The echelon microcatheter was found to have an inner diameter (ID) of 0.017". Per the axium coil instructions for use (IFU), the minimum catheter inner diameter (ID) required is 0.0165¿. (Axium coil): the tack weld replacement (wtr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The pushwire was found to be bent at approximately 54.0cm and 95.0cm from the proximal end within the introducer sheath. The distal end of the pushwire was found to be extending out from the distal end of the introducer sheath for the length of approximately 59.5cm. Additionally, the pushwire was found to be bent at approximately 132.4cm from the proximal end. The implant coil was found to be detached and missing from the pushwire; however, the detach element and coil shell were still attached to the pushwire. Under the microscope, the coin was found to be located against the lumen stop, the shield coil was found to be damaged, and the implant coil was not found to be attached to the coil shell at the coil shell weld. The axium coil could not be used for resistance testing due to its damaged and incomplete condition. (Echelon microcatheter): the total length of the echelon-10 micro catheter was measured to be ~155.7cm. The useable length of the echelon-10 micro catheter was measured to be ~147.5cm (specification per dwgs105-5091-150 rev. Ah: 147.0cm +/- 1.5cm). No flash or voids molded were observed in the hub. The echelon microcatheter body was found to be shaped at the proximal end. No other anomalies were found. The echelon microcatheter was flushed. A stretched implant coil exited partially out from the distal end of the echelon microcatheter tip. The implant coil was found to be stretched and broken on its proximal end with the polypropylene filament broken. There was an appearance of blood and/or dried contrast on the implant coil. The implant coil was then removed completely from the echelon microcatheter inner lumen. As the returned axium coil could not be used for testing, an in-house mandrel (0.0160¿) was passed through the echelon microcatheter without issue. Subsequently, an in-house axium coil was then hydrated per the axium coil instructions for use (IFU), and the echelon microcatheter was flushed for resistance testing. The axium coil was passed through the echelon microcatheter hub and subsequently through the echelon microcatheter inner lumen without difficulty. No other anomalies were observed. During analysis of the axium coil and echelon microcatheter, no evidence was found that would ascribe root cause for the failure of the axium coil from advancing through the echelon microcatheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the axium implant coil encountered excessive resistance as it was advanced through the distal segment of the echelon microcatheter during the procedure. Premature detachment of the coil was also noticed at the time of the event. The axium coil was exchanged for another one, the microcatheter not replaced, and the procedure was completed successfully. The microcatheter was flushed properly and was not damaged as it was used inside the patient. It was unknown if there was any damage observed on the implant coil. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of an unruptured saccular aneurysm measuring 3mm x 2.5mm located in the posterior communicating segment of the left internal carotid artery (ica). The patient¿s vasculature was normal in tortuosity and the patient¿s blood flow was also normal. No images were available for review. The coil was hydrated as indicated in the instructions for use and a continuous flush was maintained. The implant coil will be delivered to the medtronic office in mexico.